Event description:
It was reported that approximately 4 weeks post op, the patient presented with significant fibrotic bands, anterior lens vault and myopic shift. The lens was repositioned and the patient's current prognosis is good.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.